Event description:
It was reported that the device was explanted on (B)(6) 2021, and the patient was reimplanted with another cochlear device during the same surgery.

Manufacturer narrative:
This report is submitted on august 13, 2021.

Event description:
Per the clinic, the patient stopped hearing abruptly (no auditory percept). The patient is scheduled for a right cochlear implant explant/ reimplantation in (B)(6) 20221.